Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medwatch with uf/importer report number: (B)(4) was received on (B)(6) 2018 with the following information: the patient present in mid (B)(6) 2018 for a scheduled c5-c7 laminectomy with a posterolateral instrumented fusion for treatment of pseudoarthrosis of the cervical spine. The patient was taken into the operating room and endotracheal intubation was performed without an issue. The patient was turned prone. The head was then placed in a a3059 mayfield composite series skull clamp. Shortly after the clamp was in place, a scalp laceration was observed and was then repaired with nylon suture. The patient's surgery was completed and had an uneventful post-operative course. The patient was discharged to home four days post procedure. Additional information was received from the customer on (B)(6) 2018 stating that a small laceration approximately 1 inch was repaired with sutures on (B)(6) 2018. The surgery was completed with the use of another product (gardner wells traction system). There was no surgery delay due to product problem.

Manufacturer narrative:
The device was not returned for evaluation. The DHR shows no abnormalities relate to reported incident found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The reported complaint is not confirmed. The failure analysis to identify the root cause could not be determined.

Event description:
N/a.